Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using the fluency plus endovascular stent. It was reported that during the procedure, they attempted to bar back the stent, but upon entering the patient, the stent allegedly prematurely deployed. The physician was able to successfully remove the stent. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was returned for evaluation with the safety clip on handle and the tuohy-borst tightly closed. The stent graft was loaded in the catheter but shifted into the catheter which could probably be related to the device moving through difficult patient anatomy. There were no signs of partial deployment which leads to inconclusive results for premature deployment. In this case, it was reported that a 0.035" guidewire was used for access and it was unknown if the device was flushed or not. Based on the provided information and the evaluation of the returned sample, the investigation is closed with inconclusive results. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: "carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised. There is also a removable safety clip that prevents premature outer sheath retraction". Regarding precautions, the IFU states: "the endovascular system will function after the safety clip is removed and the tuohy borst valve is loosened. This should not be undertaken until the stent graft is at the target location and ready to be deployed". The IFU further state: a 0.035" guidewire is required for the introduction of the endovascular system, and flushing is required prior to insertion or reinsertion. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using the fluency plus endovascular stent. It was reported that during the procedure, they attempted to bar back the stent, but upon entering the patient, the stent allegedly prematurely deployed. The physician was able to successfully remove the stent. There was no reported patient injury.